Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the malar region and nasogenian grooves with 2 ml of juvéderm® voluma¿ with lidocaine. Seven months later, the patient was injected in the bilateral malar region and high portion of nasogenian grooves with 2 ml of juvéderm® voluma¿ with lidocaine. Eighteen months later, the patient was injected in the dark circles with 1 ml of juvéderm® volbella¿ with lidocaine and the malar and zygomatic region with 1 ml of juvéderm® voluma¿ with lidocaine. Six months later, the patient reported a ¿non-inflammatory nodule¿ in the lower region of the right nasogenian groove. A vigorous massage was performed on the site, with partial reduction of the nodule. Six months later, the nodule returned in same location and the patient was treated with 150 u of hyaluronidase. The patient returned 15 days later with an easily palpable nodule and was treated with another 150 u of hyaluronidase. Due to no effect, a 22 g needle was used to extract a yellowish transparent viscous material that was sent for culture that yielded positive test for ¿(B)(6).¿ twenty-six months later, an ultrasound was performed in the region that had the nodule, showing a liquid-filled cyst. An ultrasound guided aspiration has been scheduled. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00769 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00770 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2020-00772 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm® volbella¿ with lidocaine.